Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this programmer screen was unresponsive. It was noted that since the rate response function was off, there was no problem with follow up. The trend screen was checked after the follow up was completed in which it displayed normally.